Event description:
It was reported that shortly after the implant procedure, the ventricular threshold increased. The unipolar threshold was higher compared to the bipolar measurements. Perforation of the ventricular wall was suspected. The lead was repositioned successfully and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.